Manufacturer narrative:
(B)(4)

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 23mm in length target lesion was located in the severely tortuous, severely calcified, and 2.75mm in diameter left anterior descending artery. A 2.75mm x 12mm quantum¿ maverick¿ balloon catheter was advanced for dilation. However, upon inflation at 22 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was further reported that the balloon was inflated once. The device was completely removed from the patient after it ruptured.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded and bloody. The tip, balloon, markerband and inner/outer shaft were microscopically and tactile inspected. Inspection revealed tip damage, and a pinhole located 5mm distal of the proximal markerband. Device analysis determined the condition of the returned device was consistent with the complaint incident. Inspection of the remainder of the device revealed no other damage or irregularities. There is indication the device was inflated over the rated burst pressure. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the balloon was inflated once. The device was completely removed from the patient after it ruptured.